Event description:
Prior to the surgical technologist handing the 10m taka suction over to the surgeon to be used on the patient, the suction tube came apart from the base. Instrument was sequestered from the surgical field and table.